Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations during episodes of atrial tachycardia/atrial flutter (at/afl). During these episodes, the device was intermittently tracking ¿slow¿ at/afl and did not appear to appropriately mode switch. Review indicated the presence of intermittent t-wave oversensing (twos) during the at/afl episodes, which contributed to the observed behavior. At the time of evaluation, programming adjustments were attempted, including a change in sensing polarity, which resulted in worsening of the twos. It was further reported that review of device data identified ventricular blanking as a contributing factor. Reprogramming was performed and the issue was resolved. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.